Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37713, serial (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# v054607, serial# unknown, implanted: (B)(6) 2009, explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. Information was received from the manufacturing representative (rep) reporting that upon x-ray during the case it was determined that the patient did in fact have two 2x4 paddles implanted. When they connected to the new ins only electrodes 0 through 3 were out of range. The surgeon decided not to test the extensions since there were 12 good electrodes to use. The post operative patient had good stimulation coverage. The issue had been resolved. No further complications were reported/anticipated.